Event description:
The customer reported a problem with the image from the subject device and the cable boot. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image appeared degraded and the subject could not be recognized. Testing also found error code e311 (scope communication error) occurred which resulted in no image. This report is being submitted for the malfunction found during evaluation (no image/subject not recognizable). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the image appeared degraded with stripe noise from top to bottom on the monitor screen when the device was connected to the video processor and the subject could not be recognized. Testing also found error code e311 (scope communication error) occurred and there was no image. A review of the device history record found no deviations that could have caused or contributed to the noisy image and communication error. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the noisy image was caused by cable breakage. However, a definitive root cause of the reported issue could not be identified. Based on the results of the legal manufacturer's investigation, it is likely the communication failure was caused by cable fracture. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device. The reported issue (problem with cable boot) was not confirmed during testing. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.